Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal: bilateral patient. It was reported that, after right bhr surgery was performed on (B)(6) 2010, the patient experienced pain and elevated ion levels. This adverse event was treated with revision surgery on (B)(6) 2021. The patient's current status is unknown.

Manufacturer narrative:
H3, h6: it was reported that a bilateral patient underwent revision surgery on the right hip due to pain and elevated ion levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the femoral head and the acetabular head, this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The reported elevated metal ion levels and intraoperative findings of synovitis may be consistent with findings associated with an adverse reaction to metal debris. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the clinical root cause of the reported pain, elevated cobalt and chromium levels, and intraoperatively findings of synovitis cannot be confirmed. It cannot be concluded that the reported reactions were associated with a mal-performance of the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.